Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized for hypoglycemia. The patient reports loosing consciousness and having a seizure. The patient reports having applesauce and sugar. The patient was brought to the hospital by the paramedics. Once at the hospital the patient had an electrocardiogram (EKG) as well as fingerstick administered. The patient received oxygen. The patient was at the hospital for 15 minutes.